Event description:
It was reported that the patient had a fall and broke their right wrist. Specifically it was noted that they had a fractured radius and ulna (non-displaced). The etiology of the issue was reported as a ¿new illness, injury¿. Interventions of an x-ray, cast placement, occupational therapy, and a removable splint were reported. In addition, it was reported an x-ray was done on april 30, 2012 to check the lead component of the implantable neurostimulator (ins) and was noted to be in good position. The outcome of the event was reported, as of july 02, 2010, was reported as resolved with sequelae with the sequelae noted as radial height loss, negative volar tilt, and arm pain (for which the patient was seeing occupational therapy). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-28, lot# v167798, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).